Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of potential outflow graft stenosis could not be confirmed based on the provided information. A specific cause for the reported event could not be conclusively determined through this evaluation. Review of the submitted log files revealed no notable events or alarms. The pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number mlp-040726, with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D, is currently available. Chapter 5 of the IFU, ¿surgical procedures¿, contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Chapter 5 also contains a sub-chapter on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Chapter 5 of the IFU, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Chapter 5 of the IFU, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This chapter also explains how to attach the bend relief. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the site was looking for flow trends to assess potential outflow graft stenosis. Log files were reviewed, and the event log file captured routine events. The ventricular assist device (vad) and peripheral equipment were functioning as intended. The flows were stable throughout the log files and pulsatility index (pi) values were widely variable which was a normal phenomenon to see.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.